Manufacturer narrative:
The investigation could not determine a specific root cause. Additional information was not provided for further investigation. The patient was not adversely affected.

Event description:
The user received questionable ion selective electrode (ise) sodium, potassium and glucose results for one patient sample. Of the data provided, only the sodium results were discrepant and reported outside the laboratory. The initial result was 126.5855 (127) mmol/l. The doctor questioned the low result and another sample from the patient was drawn. The sodium result from the second sample was 139 mmol/l. On (B)(6) 2012, the user repeated testing on the original sample and the result was 138 mmol/l which was considered to be correct. The user stated the patient was not treated based on erroneous results because the doctor sent a new sample to be tested. The patient was not adversely affected. The lot number and expiration date of the sodium electrode were not provided. The field service representative found the sample racks were defective and did not hold the samples correctly. To verify the analyzer operation, the user ran precision testing with acceptable results.